Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
During follow-up for a separate event, it was reported that this female peritoneal dialysis (pd) patient experienced a peritonitis event in 2023 (date unknown). The patient was hospitalized for this event (dates unknown). The patient¿s culture results were positive for a staphylococcus bacterium (species unknown). The patient was prescribed intraperitoneal (ip) meropenem (dose, frequency, and duration unknown). The cause of the peritonitis was attributed to the patient not masking as they did not believe it was necessary after covid restrictions were lifted. No further information was available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the peritonitis event. The cause of the peritonitis was attributed to the patient not masking. This is supported by the culture results of a staphylococcus bacterium, the most common bacteriologic cause of pd-related peritonitis primarily caused by touch contamination. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During follow-up for a separate event, it was reported that this female peritoneal dialysis (pd) patient experienced a peritonitis event in 2023 (date unknown). The patient was hospitalized for this event (dates unknown). The patient¿s culture results were positive for a staphylococcus bacterium (species unknown). The patient was prescribed intraperitoneal (ip) meropenem (dose, frequency, and duration unknown). The cause of the peritonitis was attributed to the patient not masking as they did not believe it was necessary after covid restrictions were lifted. No further information was available.